Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic lobectomy, the device was fired, but then they could not fire it again once reloaded. They used another stapler to finish the procedure. There was no known impact or consequence to the patient.